Event description:
Reporter noted silver/gray particles in wound and in the anterior chamber when using I/a handpiece to aspirate viscoelastic from eye, after iol was placed. Particles were not removed; they adhered to the wound and back of the lens. No intervention and no pt injury at this time.